Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Company manufacturer met with patient and were unable to reconnect and ipg was inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
B3- date of event is estimated.